Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead was exhibiting oversensing noise. Programming changes were made to resolve the issue. There were no patient consequences.